Manufacturer narrative:
Device was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer stated that insulin pump was exposed to salt water. The customer was assisted with troubleshooting . Customer stated they saw water inside the battery compartment. Customer stated the insulin pump was not dropped. Customer stated there are not cracks in the insulin pump. The insulin pump will be returned for analysis.